Manufacturer narrative:
Per conversation with the customer technical specialist (cts), he was informed by the customer they replaced pinch tubing at pinch valves pv130, pv137; these were actually the feed thru fittings (ff130 and ff137) at pv42. They replaced tubing to resolve the leak, but were having pressure / vacuum errors and requested service. The field service engineer (fse) also found a tear in pinch tubing at pinch valve pv48; the fse replaced the pinch tubing and single pinch valve to resolve the errors. Startup, latron and controls all within range. (B)(4).

Event description:
The customer reported their coulter® hmx hematology analyzer with autoloader was leaking less than 60 ml from pinch valve pv42 (ff130, ff137) which was not contained and the instrument gave pressure / vacuum errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.